Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es label was not scanning. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multilevel marketing (mlm) label was not scanning. A technical support specialist (tss) connected to station, reconfigured the printer, and successfully completed a test print. Knowledge article (fstka - zebra zd410 medstation label printer- common failure remediation steps) was applied.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es label was not scanning. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.